Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted".

Event description:
The account reported that the patient underwent catalys laser procedure on the left eye prior to heading to the operating room (or) for removal of the cataract. No issues were observed or reported at the laser. The surgeon proceeded with the phaco portion of the surgery in the usual fashion. The surgeon stated that she noticed a tear in the capsule just after inserting a one piece of the posterior chamber intraocular lens (pciol). She removed one piece of the pciol and switched to a three piece intraocular lens (iol). She also proceeded with an anterior vitrectomy. The surgeon stated that she did not feel that he posterior capsule tear was related to laser use. Patient outcome is expected well.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Correction: in initial report, the manufacturer date provided was inadvertently reported as (B)(6)2015, however the correct date is (B)(6)2015. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.